Manufacturer narrative:
Additional information received from the customer. The device was being used during a craniotomy surgical procedure. There was no medical intervention required as the reported malfunction occurred at the end of the procedure. There were no delays to the surgical procedure and a spare device was not needed since as the event occurred at the end of the procedure. The surgical procedure was completed successfully. All available information has been disclosed. Evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. A visual and functional assessment was performed and no black substance was observed coming from attachment. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a neurosurgical procedure, it was observed that a "black substance was ejected" out of the attachment device and into the patient. The surgical procedure was in process when the alleged malfunction occurred. The report indicated that the device was removed from the sterile field immediately. The patient outcome as well as medical intervention required was unknown at the time of the report. It was unknown if there was a delay to the surgical procedure or if spare device as available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.